Manufacturer narrative:
Additional information: h6(update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed, which identified chemotherapy backup past the backflow valve and into the drip chamber of the administration set. The reported condition was therefore verified. The reported condition was verified. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system; non-dehp continu-flo solution set backed up chemotherapy drug past the backflow valve up into the drip chamber. The issue was noticed during methotrexate infusion at 23 cc/hr, about 3 hours after the chemotherapy started. The chemotherapy was hung as a secondary line, and the normal saline (ns) bag was hung lower using blue drop hangers. There was no report of patient injury or medical intervention associated with this event. No additional information is available.